Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed out pump supplies, but occlusion recurred. System check was performed with tandem technical support; however, the customer declined to complete the system check. Customer changed infusion set and resumed insulin. The customer reported using their supplies for more than three days. Tandem customer technical support informed customer that is off-label per the user guide. Customer's blood glucose ranged from 220 to over 300 mg/dl.